Event description:
The epg functioned as designed in voo mode during rapid pacing and 2 heart valves were successfully deployed. The continuity test light indicator gave a false indication that lead wire continuity was not intact, when in fact the continuity was intact and the system was able to deliver appropriate current to the heart and pace. In addition, the epg sensing function in vvi mode did not function as designed. There were times where there was ventricular undersensing, and also times where there was ventricular oversensing leading to irregularities in pacing output timing. These were all present at low pacing rates, and in no case caused an arrhythmia or hemodynamic instability. No patient complications were reported as a result of this problem.